Event description:
Pt has a tpn (IV feeding tube thru chest) since 1979 when small intestine was removed. Since 1979 he has flushed tube with saline and heparin daily. The first in 2008, he went to hospital, was kept for a few days because platelets count was low. His brother, a medical lab tech informed him of a heparin recall after his hospital stay. Pt called critical care systems to inquire and was told it was not his lot that was recalled. The next week critical care called to say all heparin was being recalled. Since he stopped using heparin, his platelet count has improved. His hematologist called about 2 months later, to say he was not allergic to heparin but told him not to use it till further notice and platelets improve. Pt was given medwatch tel # and website address. Hospitalized for a few days with low platelet count and pneumonia.